Event description:
It was reported that during a shoulder surgery the threads broke at the level of the anchor after insertion into the device while tightening. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation noted that the suture returned was cut. The broken pieces were not returned for investigation. The most likely cause of this event is not following the direction for use properly.dfu-0054-eor3 page 6 - suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the procedure's drilling and implant impaction steps. Failure to do so may result in difficulty seating the implant to its intended depth.